Manufacturer narrative:
(B)(4). Batch # n5546h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the surgeon has used the stapler to fire the first firing. After which was reloaded. Tried to fire and it didn't staple. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.